Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
After its prophylactic replacement, a vns generator underwent analysis at the manufacturer's facility. Analysis showed that when a vns magnet was applied to the pulse generator, the output current did not cease and the magnet current did not activate after the magnet was removed from the generator. The plastic housing over the reed switch was removed and visual examination revealed no cracks or foreign matter. Due to the orientation of the switch inside the generator, the distance between the switch plates could not be determined. Intermittent closure of the switch occurred when the magnet was poised zero inches from the pulse generator. Substitution with an external reed switch revealed that the generator performed according to specifications. A DHR review of the generator found no defect or non-conformance associated with this event. (B)(4) attempts to obtain programming history have been unsuccessful to date.